Event description:
A report was received that the customer stated during ventilation the air went out from the balloon and the pt required a non-routine re-intubation and that this had occurred in (B) (6) 2009. The tube was discarded.